Event description:
"It was reported by goss et al in a publication entitled ¿bmp-2 use in alveolar cleft repair is associated with an increased incidence of postoperative nasal stenosis¿ (plast reconstr surg. 2015 may;135(5s suppl):62-63) that a previous surgeon at the institution repaired alveolar clefts with bone morphogenetic protein-2 (bmp-2). Clinically, these patients appeared to have higher rates of postoperative nasal stenosis. Nasal stenosis was considered as a possible complication following alveolar cleft repair and its incidence was tracked between patients whose alveolar clefts were repaired with bmp-2 and those whose were not. For 14 months, patients were prospectively enrolled in our irb-approved study to assess clinical outcomes following cleft-craniofacial repair with bmp-2 by the previous surgeon compared to his patients who did not receive bmp-2. Each surgery was examined for postoperative outcomes by content analysis of cleft team members¿ notes related to the immediately preceding surgery. Nasal stenosis was defined as any mention of clinical signs of stenosis; indeterminate responses were counted as no stenosis. 60 consecutively enrolled patients underwent 115 surgeries that met our criteria: surgeries involving bmp-2 (by) 48%, those without bmp-2 (bn) 52%. The average patient age at surgery in years was: by 3.53, bn 3.43 (p=0.890). The incidence of postoperative nasal stenosis was: by 62%, bn 30%."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.